Event description:
I used fixodent and super poligrip since I got my partial plate in 2000, and my full plate in 2006. I began experiencing severe neck pain followed by numbness, tingling in my extremities. In 2009, I was diagnosed with neuropathy. I have no medical insurance, and I am still undergoing testing at the free clinic. Zinc poisoning caused numbness, paralysis, tingling, pain. Dose: denture cream, denture cream. Frequency: twice daily. Route: oral. Dates of use: 2000 to present. Diagnosis: denture adhesive. Event abated after use stopped: no.